Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the skin reaction. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported wearing the pod on the arm for less than one hour when the adhesive completely separated from the skin, resulting in pod removal. The patient reported a localized site reaction at the application site, described as a knot under the arm with a small pocket of pus-like fluid and surrounding redness. The patient contacted a primary care physician by phone and reported treatment with antibiotics. The date medical attention was sought, diagnosis, and duration of treatment were unavailable, as the patient was unable to continue the call due to work obligations. The pod was discarded and unavailable for return.